Manufacturer narrative:
After further review MFR#2916837-2020-00331 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the rear valve on hts is leaking. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? No. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that was leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Non-waste line. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. 7. Was there spray or fluid under pressure? No.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the rear valve on hts is leaking. Are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? No was the leak contained within the instrument? No was the leak in a customer accessible location? Yes what was the fluid that was leaked? Waste what is the source of leak -- waste line or non-waste line? Non was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak no was there spray or fluid under pressure no.